Manufacturer narrative:
The pump was returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be intact; no peeling or lifting was observed. During investigation, all keypad buttons were found to be responding intermittently. The keypad was removed and adhesive was found under all contacts.

Event description:
The patient reported that the buttons do not respond with every button press and that there is a time lag after button presses. She reported that the up and down arrow buttons are the ones that responded intermittently. The patient confirmed that she monitored all button presses and that all programming was correct. She stated that she wears the pump protected in a case attached to the belt.